Event description:
It was reported that the bd ultrasafe plus x100l aff white ctrd had a plastic filler present on the finger flanges. The following information was provided by the initial reporter: we are wondering if the plastic filler (marked with a red arrow) is always present on the finger flanges? We are currently at fat for syringe assembly machine and manufacturer prepared format parts according to drawing. On the drawing these residues of injection are not drawn therefore they were not considered. And additionally, the samples vary, some have bigger residues from injection and some have none. Bigger residues causes problems, so we are now wondering regarding manufacturing quality. And what samples to expect. It is also causing damage to the machine, please see photo below where belt is getting damaged due to this residue. We can expect excessive machine wear due to this issue. According to my opinion this type of finger flange should not be delivered it can also cause cut to patient hand.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval? Yes. D9: returned to manufacturer on: 25-jun-2024. H.6. Investigation summary: confirmed: reported condition does not meet specification.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2276187, d.4. Medical device expiration date: 13-mar-2028, h.4. Device manufacture date: 06-apr-2023; d.4. Medical device lot #: 2137912, d.4. Medical device expiration date: 01-nov-2026, h.4. Device manufacture date: 06-dec-2021. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultrasafe plus x100l aff white ctrd had a plastic filler present on the finger flanges. The following information was provided by the initial reporter: we are wondering if the plastic filler (marked with a red arrow) is always present on the finger flanges? We are currently at fat for syringe assembly machine and manufacturer prepared format parts according to drawing. On the drawing these residues of injection are not drawn therefore they were not considered. And additionally the samples vary, some have bigger residues from injection and some have none. Bigger residues causes problems, so we are now wondering regarding manufacturing quality. And what samples to expect. It is also causing damage to the machine, please see photo below where belt is getting damaged due to this residue. We can expect excessive machine wear due to this issue. According to my opinion this type of finger flange should not be delivered it can also cause cut to patient hand.